Event description:
During the pt's follow up office visit on 10/10/96 after a laparoscopic tubal ligation on 9/20/96 the surgeon found the spacer from the um201 was still in the pt's vagina. The surgeon noted the pt had a slight discharge associated with the retained spacer. The pt requested to keep the spacer and the surgeon honored that request.

Manufacturer narrative:
Unavailable device was not returned for evaluation.